Event description:
Healthcare provider reported left side capsular contracture (baker grade IV). The device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: sharp broken on posterior, striated broken on anterior, opening striated on posterior, non-penetrating nick and missing shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: missing shell assessed as inconclusive. A striated opening on posterior assessed as surgical damage. A sharp broken on posterior assessed as an unidentified (tear) opening. A striated broken on anterior assessed as surgical damage.

Event description:
Healthcare provider reported left side capsular contracture (baker grade IV). The device has been explanted.